Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report, along with the UDI number.

Event description:
The customer from united kingdom reported that she bought the contour® next one meter from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. The customer noticed the issue during the initial use of device and therefore, no blood glucose testing was performed. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history and distribution records were reviewed for the suspected contour® next one meter (serial # (B)(6)). It was found that the meter was programmed to display the units of measurement in mg/dl and was intended for, and distributed in, the us market. The meter was not configured for distribution in the UK market. The customer purchased the meter from amazon, which is not an authorized seller in the UK; therefore, it is likely that the issue occurred outside of ascensia's control. The kit lot # for the contour® next one meter (serial # (B)(6)) and the primary unique device identifier (UDI) number have been updated in section d4.